Event description:
It was reported that during a follow up in clinic, inadequate capture was noted on the left ventricular (lv) lead. Additionally, the patient experienced phrenic nerve stimulation (pns) resulting in discomfort. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were high capture threshold and extra cardiac stimulation. As received, a complete lead was returned in two pieces. The reported event of high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.